Manufacturer narrative:
This record is a duplicate of mfg 1119421-2019-01868. There will be no further reports sent in under this report number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was too rigid. Timing and patient impact are unknown. Additional information was requested.